Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. The fse switched the universal surgical manipulator (usm)3 and usm4 to investigate if the issue continues with the usm3. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted technical support engineer (tse) to report that they observed the universal surgical manipulator (usm) 3 having non-intuitive motion. The customer stated that tapping the camera pedal the usm3 would start to work normally. There was no collision and no errors for the sterile adapter. The procedure was completed with no reported injury.